Event description:
It was reported that the ventilator of this device failed during surgery, the operator replaced a back up device immediately under controlled condition. No patient injury reported.

Manufacturer narrative:
It was reported that the ventilator of this device failed during surgery, the operator replaced a back up device immediately under controlled condition. No patient injury reported. This reported mentioned contacted manufacturer's engineer, but as confirmed with local engineer, the customer didn't contact draeger service engineer for repair, they may contact the engineer from third party to repair this device. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. Analysis will be not possible due to failed parts was not returned to draeger for investigation. Based on the currently available information, the manufacturer concluded that in case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. If necessary, it is recommended that the customer contact professionally trained maintenance personnel to refer to the relevant specifications in IFU to inspect and perform preventive maintenance on the device.

Event description:
It was reported that the ventilator of this device failed during surgery, the operator replaced a back up device immediately under controlled condition. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.